Manufacturer narrative:
Batch review performed on 27 may 2021 lot 102760: (B)(4) items manufactured and released on 21-sep-2010. Expiration date: 2015-08-31. No anomalies found related to the problem. 1 item resterilized and released on 24-aug-2012. Expiration date: 2017-06-30. No anomalies found related to the problem. (B)(4) resterilized and released on 13-jun-2015. Expiration date: 2020-04-30. No anomalies found related to the problem. (B)(4) resterilized and released on 06-jul-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. (B)(4) resterilized and released on 05-aug-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. (B)(4) resterilized and released on 24-aug-2015. Expiration date: 2020-07-27. No anomalies found related to the problem. (B)(4) resterilized and released on 23-sep-2015. Expiration date: 2020-08-23. No anomalies found related to the problem. (B)(4) resterilized and released on 18-may-2016. Expiration date: 2021-05-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any other similar reported event since 2017. Clinical evalaution performed by medical affairs director: periprosthetic fracture 2 weeks after primary tha. The patient seems to be overweight and rather old, with very thin cortical bone. On the other hand, the stem looks undersized, and the acetabular cup not well laid on the medial wall, but these conditions are unlikely to have caused the fracture. In any case, we see no reason to suspect a faulty device.

Event description:
The patient came in 2 weeks after primary following a periprosthetic fracture (unknown cause). The surgeon cabled the fracture and revised successfully stem and head.